Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, four (4) picture samples and the affected physical sample were returned for evaluation by our quality team. The pictures and affected sample displayed a needle attached to a syringe. The needle product had the expected cannula as well as an extra cannula stuck onto the hub component with residual epoxy (the adhesive used to join the cannula and hub components). Two (2) empty needle blister packages and two (2) unopened needle products were also returned for evaluation. The unused needles were examined, and no signs of defect were identified. The extra cannula observed on the affected needle was shorter than typical and therefore, it could not be assembled normally during the assembly process when the cannula is placed into the hub through the use of a rotary feeder. If the cannula is not the expected length, it could become detached and fall onto the following needle (the affected one). Once the epoxy is cured in the oven system, the extra cannula would remain stuck. The cannula components used in the final product are received in cartridges for assembly from an internal supplier. The shorter cannula could indicate possible breakage during the production process. It is also possible that a material mix-up happened related to the cannula. A past quality notification was raised with corrective actions implemented for this issue at the cannula supplier location. During the final cleaning process, it was observed that the carts used to pack and/or transport the cannula cartridges had holes in their base. As the carts have more than one base, there was a risk of mixing calibers in the cartridges that are stored on the lower bases. These holes had the risk of allowing smaller caliber cannulas to fall into cases with larger caliber cannulas. After discovery, the carts were assessed, and all holes were eliminated for the carts involved. This action eliminated the risk of mixing cannulas. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd conventional needles double needle with needle stick injury the following information was provided by the initial reporter, translated from german to english: description of the incident (please describe the incident as precisely as possible): injury to physical integrity in the course of use due to product defect were there any injuries to the user, patient or third parties? If yes, please describe these as precisely as possible: injuries to physical, psychological integrity additional important information: checks were carried out as far as possible, but this is to be considered irrelevant life-saving immediate measures in accordance with fsgdv, first aid, applied immediately and thus preventively averted further consequences serious injury (yes/no): cannot be assessed incorrect results (yes/no): yes changed course of treatment as a result of the incident (yes/no): yes contact with blood or body fluids (yes/no): yes medical intervention other than initial dressing required (yes/no): treatment with dressing and ichtholan ® 50 % ointment needlestick injury (yes/no): yes safety issue (yes/no): yes other measures (yes/no): yes.

Event description:
No additional information.

Manufacturer narrative:
Correction: cancel MDR cancel MDR based on this event type is not a reportable malfunction and while the customer reports an injury the treatment described (cleaning a wound and treatment with a topical ointment) does not meet the FDA definition for serious injury.

Event description:
No additional information.

Manufacturer narrative:
Correction - date received by manufacturer updated since first follow up - supplier investigation was completed (27-june-2024).